Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right atrial (ra) lead showed what appears as loss of capture (loc) causing retrograde conduction. In an atrial tachy response (atr) episode there is overlap of a ra automatic threshold test and subsequent loc marker. Following th test, the right ventricular pacing is observed as far field signal on the atrium. This is the cause for the atr event being stored. After the atr episode the normal sinus returns, and the far field signal is no longer sensed. The clinician mentioned they already know about the far field signal and are monitoring the pacemaker. Reprogramming options were also discussed for this system. The pacemaker and ra lead remain in service. No adverse patient effects were reported.